Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician was about to perform direct stenting and noticed that the occlusion balloon had deflated unexpectedly. The physician attempted to reinflate the occlusion balloon with no success. The device was removed from the pt.